Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a procedure on (B)(6) 2025. During scope cleaning, after inserting and removing the cleaning brush from the scope two or three times, the tip of the brush broke off. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: block b5 (describe event or problem). Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the tip of the cleaning brush broke after it was inserted into and removed from the scope two or three times. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received on january 16, 2025: it was reported that the scope was sent for inspection due to the possibility that a part may have fallen inside. However, the facility confirmed that no foreign objects were found within the scope.